Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-34220. Related manufacturer reference number: 2017865-2021-34221. Related manufacturer reference number: 2017865-2021-34222. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was due to congestive heart failure. No additional information was reported.

Manufacturer narrative:
The left ventricular lead was returned for patient death. As received, a partial lead measuring 6.7 cm from connector end was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.